Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch bidirectional catheter and the stockert 70 rf generator and suffered an atrio-esophageal fistula that resulted in death. It was noted that a nurse relayed the procedure information to a biosense webster field representative who was not present at the procedure. The nurse indicated that the patient died as a result of an esophageal fistula secondary to radiofrequency ablation. The biosense webster field representative noted that the physician generally uses a smarttouch generation 2 f/j curve catheter with an esophageal temperature probe to help prevent esophageal injury. There is no information regarding medical or surgical intervention. There is no information regarding extended hospitalization. There were no issues with the catheter. Physician did not provide causality opinion. Additional clarification was requested on this event. However, no further information has been made available. Since this adverse event resulted in the patient's death, it is MDR reportable.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch bidirectional catheter and the stockert 70 rf generator and suffered an atrio-esophageal fistula that resulted in death. It was noted that a nurse relayed the procedure information to a biosense webster field representative who was not present at the procedure. The nurse indicated that the patient died as a result of an esophageal fistula secondary to radiofrequency ablation. The biosense webster field representative noted that the physician generally uses a smarttouch generation 2 f/j curve catheter with an esophageal temperature probe to help prevent esophageal injury. There is no information regarding medical or surgical intervention. There is no information regarding extended hospitalization. There were no issues with the catheter. Physician did not provide causality opinion. The device was evaluated and no error was found. The device is within specification. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.